Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model # were required. D1 - brand name previous brand name: servo-u, corrected brand name: base unit servo-u d4 - version or model # previous version or model #: servo-u, corrected version or model #: 6694800.

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 sensor was replaced in an attempt to resolve the issue and sent back for further investigation. The returned o2 sensor has been investigated. The returned o2 sensor has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours and the o2 concentration was correct. It passed another pre-use check after ventilation without any issue. A leakage test was performed for the o2 sensor, which showed that the o2 sensor is tight 5 mm3/s. The o2 sensor was working as expected. The cause of the low o2 concentration alarm has not been determined but based on our investigation result the measured o2 concentration must have been lower than the set o2 concentration at the time. The concentration was at the time set at 100% implying that the measured concentration was below 95%.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The correction of field #h1 type of reportable event was required. #h1 usage of device: previous type of reportable event: malfunction. Corrected usage of device: serious injury.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. Patient desaturated to unknown level. The ventilator was replaced. Final patient outcome is no injury. Manufacturer's ref.#: (B)(4).